Event description:
A (B)(6) distributor contacted zoll cuystomer support to report that a patient was receiving constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.